Event description:
It was reported that during routine follow-up, an alert for eri and subsequent eol due to premature battery depletion was observed. Review of trends noted a drastic drop in battery voltage since last check up. No patient symptoms were observed. Device replacement is recommended. The physician elected not change out the device due to patients current health status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.